Event description:
A customer's family reported the customer did not receive the replacement of their lost meter on time and as a result of being unable to test, experienced a medical incident. The customer reportedly lost consciousness and fell on the floor. The paramedics were called, checked customer's blood glucose level and transported her to a health care facility where customer was diagnosed with hypoglycemia. The customer reportedly had an x-ray and blood work done, however, the caller was unable to provide the information with regards to the treatment rendered at the hospital. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction. Since the medical event was related to a delivery issue, no investigation of the product is required. Note: the device manufacture date is unknown.